Event description:
It was reported a type 1 endoleak occurred on an unknown zenith flex graft. The patient required open repair and the device was explanted. A synthetic polyester graft was placed. In the same week following the open procedure, the patient required a colectomy with a clip and drop approach. Following the colectomy, the patient required an ileostomy procedure. The patient is reportedly "still alive". Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Manufacturer narrative:
Suspect medical device: product information currently unavailable. Customer (person): postal code: (B)(6). Phone: (B)(6). Occupation: customer service. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Manufacturer narrative:
Investigation-evaluation. A vascular surgeon consultant at (B)(6) hospital, (B)(6), south africa posted on his social media account (twitter) on (B)(6) 2022 ¿been that kinda week. Rupture, evar. Type 1. Open. Bucket. Dacron. Relook. Colectomy. Clip and drop. Relook. Ilieostomy. Still alive.¿ still images of the grafts and imaging were included in the social media post. The complaint device was reported to be a zenith flex aaa endovascular graft bifurcated main body (rpn: tffb-36-95-zt, lot number 14298812). The patient presented with a ruptured abdominal aortic aneurysm that measured 10 cm and was very unstable. The physician attempted to seal the patient¿s rupture using a cook main body graft. His plan was to seal the leak to stabilize the patient and plan for a fenestrated graft later. The physician understood that the use of the device was outside of the instructions for use (IFU) for the zenith flex aaa endovascular graft bifurcated main body due to the tapered neck and short aortic neck. The patient underwent endovascular aortic repair (evar) on (B)(6) 2022. The following cook devices were implanted in the procedure: zenith flex aaa endovascular graft bifurcated main body (rpn: tffb-36-95-zt, lot number 14298812). Zenith alpha aaa endovascular graft iliac leg (rpn: zisl-13-42, lot number 14265074) zenith alpha aaa endovascular graft iliac leg (rpn: zisl-24-42, lot number 10236583) zenith alpha aaa endovascular graft iliac leg (rpn: zisl-24-93, lot number 9829588). During the final angiogram a type 1a endoleak was identified. Ballooning was performed again in this area with a cook coda balloon (rpn: coda-2-10.0-35-140-46, lot number 14321003), but leak persisted. The devices were explanted, and the patient was converted to an open procedure. The patient survived the open procedure, but was very unstable when transferred to the intensive care unit (ICU). The physician was contacted by the distributor to obtain additional information. The physician stated there was no device failure. He stated that in retrospect, the first choice should have been to complete an open procedure. Reviews of documentation including the complaint history, drawing, device history record (DHR), quality control, specifications, manufacturing instructions (mi), and instructions for use (IFU) were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the design history file (dhf) showed that this device is both safe and effective for its intended use. A review of the dhrs for the reported complaint device lot (14298812) and the related subassembly lots was completed. No other lot related complaints have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field and that the complaint lot was manufactured to current specifications. Cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: ¿the safety and effectiveness of the zenith flex aaa endovascular graft with the z-trak introduction system has not been evaluated in the following patient populations: traumatic aortic injury, leaking, pending rupture or ruptured aneurysms¿¿ the patient presented with a ruptured aneurysm. The IFU states ¿key anatomical elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation (>60 degrees for infrarenal neck to axis of aaa or >45 degrees for suprarenal neck relative to the immediate infrarenal neck); short proximal aortic neck (<15 mm); an inverted funnel shape (greater than 10% increase in diameter over 15 mm of proximal aortic neck length); and circumferential thrombus and/or calcification at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. In the presence of anatomical limitations, a longer neck may be required to obtain adequate sealing and fixation. Irregular calcification and/or plaque may compromise the attachment and sealing at the fixation sites. Necks exhibiting these key anatomical elements may be more conducive to graft migration or endoleak.¿ the complainant did provide planning and sizing that showed the infrarenal neck angulation was 70.8 degrees and the aortic neck length was 12 mm the IFU states ¿the zenith flex aaa endovascular graft is designed to treat aortic neck diameters no smaller than 18 mm and no larger than 32 mm.¿ the complainant did not return the complaint device to cook, and imaging was not provided. There is no representative device as the complaint device is produced as a single device lot. Based on the information provided, no product returned, and the results of the investigation, a potential root cause for this has been traced to failure to follow instructions. It was reported the physician understood that the use of the device was outside of the instructions for use (IFU) for the zenith flex aaa endovascular graft bifurcated main body due to the tapered neck and short aortic neck. Cook has confirmed this complaint based on customer testimony. The patient presented with a ruptured aneurysm. IFU states ¿the safety and effectiveness of the zenith flex aaa endovascular graft with the z-trak introduction system has not been evaluated in the following patient populations: traumatic aortic injury, leaking, pending rupture or ruptured aneurysms¿¿ the physician was aware the patient¿s anatomy was outside of the IFU and although the procedure was completed on an emergency basis, cook has determined that failure to follow instructions and the medical procedure led to this failure mode. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. The risk assessment for this failure mode was reviewed, and no additional escalation actions are required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Additional information: b5. Correction: f10 (annex e): e2121 - endoleak. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided on 06jun2022. The patient had presented with a rupture. They were unsure if they could seal the rupture, but an attempt was made. However, there was a type 1a endoleak after the device was placed. The patient was then converted to an open repair. Feedback from the physician and the cook sales representative indicated that in retrospect, open repair should have been the initial choice.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Additional information: a2, a3, a4, b5, b7, d1, d2, d3, d4, d6a, d6b, d10, h4. Correction: h6 - annex e & annex f. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The patient presented with a ruptured abdominal aortic aneurysm that measured 10 centimeters and was very unstable. The surgical team understood that the patient's (B)(6) was not suitable for an endovascular aortic repair (evar). He had a short tapered aortic neck, angulation, and "big" common iliac arteries. However, they proceeded to attempt to seal the aneurysm. The physician thought that if a seal could be applied that day, they could plan for a fenestrated device to be placed in a few months. During the attempted evar on (B)(6) 2022, a cook main body and three iliac leg grafts were placed. A cook coda molding balloon was also used in the procedure. The final angiogram showed a significant type 1a endoleak. Ballooning was attempted again with the cook coda balloon but the type 1a endoleak persisted. The physician then converted the patient to an open procedure. The cook evar devices were explanted. The patient survived the conversion to an open procedure but was very unstable when he was transferred to the intensive care unit.